Manufacturer narrative:
Cece, j., rose, m., schneider, l. (2015) technical modifications to prevent massive hemothorax following sternal plating. J card surg, 30, 691-693. This report is for an unknown plate/unknown quantity/unknown lot number. UDI: unknown part number; UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: cece, j., rose, m., schneider, l. (2015) technical modifications to prevent massive hemothorax following sternal plating. J card surg, 30, 691-693. The article profiled two patients who experienced a life-threatening massive hemothorax after sternal titanium plate fixation. Patient #1 was a (B)(6) male who underwent revision surgery on an unknown date for the open reduction and internal fixation of the sternum to correct a nonunion secondary to coronary bypass surgery (original surgery date unknown). It was reported that his recovery was uneventful in the hospital until he felt a pop in the right side of his chest while coughing. The pop was accompanied by intense pain and dyspnea followed by hypotension and tachycardia. The patient was immediately resuscitated and brought back to the operating room. Upon surgical exploration, the plates and screws were found to be intact. The patient was treated for a right hemithorax and a lacerated right internal mammary artery and vein. The patient was brought to the intensive care unit in stable condition. He was discharged from the hospital 12 days later without further complication. This is report #1 of 4 for (B)(4). This report is for an unknown plate.